Manufacturer narrative:
The history log from the customer's analyzer showed multiple error code 0550s (cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure) around the time of patient testing. Abbott customer support educated the account to perform as needed maintenence of cuvette washing. After performing cuvette washing, there weren't any other instances of discrepant results. There were no non-statistical trends, adverse trends or similar complaints identified, and manufacturing release documents showed it met specifications prior to release. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, no systemic issue or product deficiency was not identified.

Event description:
The account generated falsely elevated architect magnesium of 7.1 mg/dl on ID 1001616544 but repeated 1.9 mg/dl. The patient had a magnesium result of 1.6 mg/dl previous in the day. The account a normal magnesium range of 1.8 to 2.5 mg/dl. No impact to patient management was reported.